Manufacturer narrative:
Complaint conclusion: as reported, two years after patient a patient had a trapease vena cava filter implanted in the vena cava for blood clots discovered after unknown symptoms, the patient had an unknown event that resulted in possible filter removal. The patient reported that the removal was unsuccessful as ¿it was stuck in the walls¿. The patient was not aware of why the physician wanted to remove the filter. The event resolved, no additional information was obtained. The device remained implanted in the patient and was not returned for analysis. A DHR could not be performed as a sterile lot number was not provided. Without return of the device or procedural films for review the reported ¿retrieval difficulty-unable to retrieve from vessel wall¿ could not be confirmed. According to the instructions for use, ¿ the cordis trapease® permanent vena cava filter with the angiographic vessel dilator and introduction kit is designed for percutaneous delivery of a permanent vena cava filter to the inferior vena cava (ivc).¿ the filter is designed with baskets which are connected by six straight struts that contain a proximal and distal hook designed for fixation of the trapease filter to the vessel wall. As such, the filter is not designed to be retrieved percutaneously following deployment. Additionally, in this case, the filter was reportedly implanted for an extended period of time. Intimal overgrowth may potentially complicate filter retrieval in such circumstances. Given the limited information available for review, there is no indication that there is a manufacturing related cause for the difficulty experienced by the customer; therefore, no corrective action will be taken at this time.

Event description:
As reported by medical affairs, two years a patient (date unknown) a patient had a trapease vena cava filter implanted in the vena cava for blood clots discovered after unknown symptoms. On ¿about "about a year ago", patient had an unknown event that resulted in possible filter removal. The patient reported that they failed at doing so, it was stuck in the walls and the patient is not aware of why the physician wanted to take it out. The event resolved, no additional information was obtained. The patient did not remember the name of the physician who implanted the stent or any contact information.

Manufacturer narrative:
Concomitant medications: warfarin 8 mg/once a day and lisinopril (blood pressure) 4 mg/once a day. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.